Event description:
On (B)(6) 2012 a registered nurse (rn) contacted baxter product surveillance for assistance with getting patient off of therapy. The rn mentioned the patient has peritonitis and they need to end therapy on machine. Tsr assisted the rn in ending therapy. On (B)(6) 2012 product surveillance received the peritonitis worksheet from (B)(4). Per (B)(4) the peritoneal dialysis (pd) nurse reported that the event of peritonitis was related to malignant gastrointestinal (gi) cancer. She stated that the peritonitis was not related to the dianeal solutions, homechoice machine, device or equipment. When asked if she could provide peritoneal dialysis effluent culture results she declined to provide baxter healthcare with any further information. No further information was given at this time.

Manufacturer narrative:
(B)(4). This complaint for peritonitis is not confirmed and the cause was not identified because no sample was returned to baxter, reviews of manufacturing records revealed no issues and no deviations from standard procedure, and the user did not describe any types of use errors or other issues that might have caused potential contamination. The assignable cause is undetermined. A review of all batch record documents was performed for h11j05089 with no issues noted during the manufacturing process. There were no deviations from standard procedure.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted.